Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer stated that she put in a new battery and changed the entire set and insulin. Customer stated that she was still getting a no delivery alarm. Customer's blood glucose was over 460 mg/dl. Customer treated with the pump. Customer stated that she got the alarm during normal basal. Customer performed a 5.0 unit fixed prime and stated that the insulin did exit and the pump alarmed no delivery. Customer reported that insulin exits with manual prime after assembling a new infusion set and reservoir. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by an infusion set or reservoir occlusion.